Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There is no allegation from a healthcare professional that the death was lead related.

Event description:
It was reported the atrial lead had no capture and occasional atrial oversensing due to lead dislodgement. Ventricular rate is 88 bpm and regular though it was reported the rhythm was atrial tachycardia/atrial fibrillation (at/af). Reprogramming and chest x-ray done. Review of manufacturer's database revealed the patient died on (B)(6) 2010. Based on follow-up with the manufacturer representative, the patient died due to septic shock/sepsis, not lead related. Prior to the patient's death, the patient was treated with antibiotics and the source of the infection was the upper left arm access for kidney dialysis. No autopsy was performed and the lead was not explanted. There is no allegation from a health care professional that the death was device related.